Manufacturer narrative:
Additional information will be provided once the investigation is completed.

Event description:
It was reported that the distal tip of the unit melted during a case. It was further reported that another unit was available for use and the case continued without delay. There were no reports of any adverse consequences.